Manufacturer narrative:
Pump passed the functional testing, including the operating currents test, self test, restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock or click in place, broken belt clip slot, minor scratched display window, missing end cap sticker and reservoir tube o ring.

Event description:
The customer reported via phone call that the insulin pump has a crack and the reservoir does not stay in. The customer's blood glucose reading was 388 mg/dl at the time of incident. Troubleshooting found that a piece of the reservoir compartment is cracked and broken off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.